Event description:
It was reported that during a cryo ablation procedure, the sheath had to be replaced, because more than 100 milliliters of foamy air was aspirated when the sheath was aspirated. It was then reported that an error message was received stating that the system detected a lower than expected pressure at the start of inflation indicating the inflation boost failed. The tank was replaced, the console was vented, and the scavenging hose was reconnected, and the balloon catheter was replaced without resolution. The coaxial umbilical cable was then replaced which resolved the issue. At the beginning of the first freeze, the user discovered blood in the system. At the same time, the console interrupted the freezing process and confirmed the user's observation with a received system message. The balloon catheter and console were changed which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 203cx product type: coaxial umbilical cable: product ID: afapro28 product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.